Event description:
It was reported that the patient was admitted for right upper and middle lobectomies to be performed as same day surgery. The absorbable hemostat was reportedly placed at the posterior angle of the incisiion for a thoracotomy, a location not near the spinal cord. Reportedly, the surgical migrated to the spinal cord and thecal sac causing permanent paralysis and pain. After the bilobectomy was performed, the patient reported no movement of either leg. A CT scan of the thoracic spine was ordered. This showed a high-grade block of the thecal sac, secondary to epidural hematoma and, possibly, a smaller hematoma. Consult was obtained with medical center and the patient was transferred to the facility. On 9/99, the patient underwent a decompressive laminectomy with removal of epidural material and decompression of the spinal cord. Physicians report that they found a foreign object which had been left in situ during the previous surgery, had entangled in some epidural veins and was putting pressure on the spinal cord, causing paralysis. The patient was subsequently transferred to a rehab center.